Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-feb-2020: pfs received. Event injury was updated to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: medial to tube on right side') and device expulsion ('migration of essure in uterus') in a 30-year-old female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude fallopian tube". The patient's medical history included molar pregnancy in 2007, grand multiparity and multigravida (date of live births - (B)(6) 2005, (B)(6) 2009, (B)(6) 2011). Concomitant products included celecoxib (celexa), escitalopram oxalate (lexapro) and ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 9 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract disorder ("urinary changes") and bladder disorder ("bladder disorder"). In 2016, the patient experienced eclampsia ("postpartum preeclampsia"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), anxiety ("anxiety"), perinatal depression ("post partum depression") and postpartum anxiety ("post partum anxiety"). At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia, fatigue, weight increased, urinary tract disorder, pelvic pain, abdominal pain, bladder disorder, eclampsia, perinatal depression and postpartum anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, eclampsia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, perinatal depression, postpartum anxiety, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes.; on (B)(6) 2012: impression: status post essure procedure the right fallopian tube remains patent at this time the left tube is occluded. Unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes. Migration of essure device.; on (B)(6) 2013: impression: the left essure device appears to be in stisfactory position with occlusion of the: fallopian tube. The right essure device ls medial. To th: fallopian tube. Which 1 is patent and there is evidence of spillage of contrast material into the peritoneum on the right left tube occluded, right device medial to tube with spillage. Lot number: 919037 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received : events added-bladder disorder and post partum anxiety. Events onset date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: medial to tube on right side') and device expulsion ('migration of essure inuterus') in a female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude fallopian tube". The patient's medical history included grand multiparity, molar pregnancy and multigravida. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract disorder ("urinary changes"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), perinatal depression ("post partem depression") and pre-eclampsia ("postpartum preeclampsia"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia, fatigue, weight increased, urinary tract disorder, pelvic pain, abdominal pain, perinatal depression and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, perinatal depression, pre-eclampsia, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: status post essure procedure the right fallopian tube remains patent at this time the left tube is occluded unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes. Migration of essure device.; on (B)(6) 2013: impression: the left essure device appears to be in stisfactory position with occlusion of the: fallopian tube. The right essure device ls medial. To th: fallopian tube. Which 1 is patent and there is evince of spillage of contrast material into the peritoneum on the right. Left tube occluded, right device medial to tube with spillage; on (B)(6) 2012: unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs and mr received. Reporter's information added. Event:pregnancy (with complications), device ineffective , abnormal bleeding (vaginal, menorrhagia),abdominal pain , pelvic pain female anxiety ,malposition of essure device location of device: medial to tube on right side , dysmenorrhea (cramping) m, surgery (other) , urinary changes, dyspareunia (painful sexual intercourse)m, pain, fatigue ,weight gain ,migration of essure in uterus, post partem depression, postpartum pre- eclampsia were added. Event : malposition of essure device location of device: medial to tube on right side were updated to perforation (fallopian tube(s))/malposition of essure device location of device: medial to tube on right side . Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: medial to tube on right side') and device expulsion ('migration of essure inuterus') in a female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude fallopian tube". The patient's medical history included grand multiparity, molar pregnancy and multigravida. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract disorder ("urinary changes"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), perinatal depression ("post partem depression") and pre-eclampsia ("postpartum preeclampsia"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia, fatigue, weight increased, urinary tract disorder, pelvic pain, abdominal pain, perinatal depression and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, perinatal depression, pre-eclampsia, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: status post essure procedure the right fallopian tube remains patent at this time the left tube is occluded unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes. Migration of essure device.; on (B)(6) 2013: impression: the left essure device appears to be in stisfactory position with occlusion of the: fallopian tube. The right essure device ls medial. To th: fallopian tube. Which 1 is patent and there is evince of spillage of contrast material into the peritoneum on the right left tube occluded, right device medial to tube with spillage; on (B)(6) 2012: unilateral occlusion (left tube occluded),. Failure to occlude (close) fallopian tubes.. Lot number: 919037 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.